Event description:
It was reported that an infection occurred. The implantable cardiac defibrillator and lead were explanted and not yet replaced. The implantable cardiac defibrillator tested out of specifications upon return. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed a power on reset initiated by firm ware on (B)(6) 2011 which erased the implant information. This had an effect on the ability to finish anaylsis and longevity calculations. (B)(4) the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found.